Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 3-4 with restricted leaflets, thick leaflets, and an enlarged atrium. The clip relaxed to about 20 degrees during establishing final arm angle (efaa). Troubleshooting steps performed, but the issue persisted. The physician thought the opening was due either thickened leaflets and/or tethered leaflets. The clip was removed, and a replacement was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.